Manufacturer narrative:
Product analysis heating element/coil condition: damage was noted along the heating coil/element. Microscopic examination revealed bubbling/ peeling/ burning of the fep layer of the heating element/coil. No coagulants or biologics were observed. Examination also revealed the heating element/coil of the device was exposed. Device did not undergo functional and continuity/resistance testing due to the damage seen to the heating element/coil. The catheter cable connector was examined: the catheter reference key shows evidence of wear, and the red ink was visible in some areas. All pins were visually inspected to be straight. Visual inspection of the returned catheter revealed two kinks along the shaft, the kinks were observed at approx. 48.1 cm and 93.1 cm image analysis two photos were received from the account. Both images appear to show a melted coil on a closurefast device. The complaint can be confirmed from the images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment for venous insufficiency using the cf7-7-100 closurefast 7f 100 cm catheter, there was a noise like water boiling, and the coil melted. There were issues with catheter withdrawal. Tumescent infiltration and hand compression were utilized, and the vein closed. It was reported that the transparent coating left the catheter coil and could still be in the patient. The doctor checked the patient after the procedure and everything was good. No patient injury reported.